Event description:
It was reported that on (B)(6) 2010, our teleflex medical s.a. (B)(4) office received by email from infarmed (national competent authority, (B)(4)) a complaint that referenced (B)(4). On monday (B)(6), 2010, our office spoke with the person that reported this complaint and it was confirmed that this event occurred a few months ago. The catheter was placed in neurosurgery via right subclavian. The patient accidentally removed the juncture hub and the catheter clamp was unable to hold the catheter. "When this happened, it was almost a complete exteriorization of the catheter." As a result, the catheter was removed and another catheter was inserted without event. Add'l info received on (B)(4)2010, from teleflex s.a. (B)(4) stated that there is no further info on this event.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.